Event description:
Additional information was received that an ablation procedure was performed to resolve the event. The patient was stable.

Event description:
It was reported that the device withheld high-voltage (hv) therapy due to an incorrect interpretation of signal. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.